Event description:
Customer complaint - limited data available "I am simply reporting that I have been using your caretouch glucose monitoring system (purchased on amazon about 3 weeks ago). I am disappointed that the readings are not accurate. I became concerned when I received a reading of 176 after not even eating in several hours (I am not diabetic). I then did a second test about 1 minute later and it read 156. Additionally, every morning when I test after sleeping and not eating in 8-12 hours I have readings in the 120 range. Many mornings I am higher than when I went to sleep. I do understand this is a possibility depending on a person's glucose/insulin resistance and response to the ""dawn effect."" This made me very concerned since that points to the possibility of being ""pre-diabetic."" I started doing some reading and research to find that many people have this problem with your system. I then purchased the liquid test solution 2 and tested. The readings did not fall inside the level 2 numbers on your test strip bottle. They were off by 13 (high). That is significant. Enough to cause someone to believe they are having glucose problems and even believe they may have diabetic conditions. "

Event description:
Customer complaint - limited data available. Customer was using the device for 3 weeks and was constantly obtaining inaccurate readings. The customer noted that the readings did not improve after purchasing the liquid test solution.